Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed functional testing when it did not recognize an open door. Service evaluation verified the pump was unable to recognize an open door. The cause was identified to be a failed upper latch switch and the upper auxiliary which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device was unable to recognize an open door. No additional information is available.